Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a inflatable penile prosthesis (ipp) revision surgery due to product performance issues related to inflation. The existing device was explanted and a new ipp was implanted. Upon inspection, a hole was identified in the cylinder due to fluid leakage. No additional information was reported.